Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an implant procedure for a cardiac resynchronization therapy pacemaker (crt-p). The right atrial (ra) lead and right ventricular (rv) lead were successfully implanted. Prior to the implant of the left ventricular(lv) lead this patient experienced chest pain. The system was reviewed via fluoroscopy and a pericardial effusion was observed. An rv lead perforation was suspected. The physician elected to perform a pericardiocentesis and close the pocket without implanting an lv lead. The patient was stable after pocket closure and no additional adverse patient effects were reported.